Manufacturer narrative:
Two different assay lot numbers (14273un11 and 21173un11) were in use by the customer but it was not indicated which lot generated which patient results. Device code: (B)(4) high test results. Patient code: (B)(4) no consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Two different assay lot numbers (14273un11 and 21173un11) were in use by the customer but it was not indicated which lot generated which patient results. The manufacture date and expiration dates are as follows for each lot: 14273un11, manufactured: 12/2011; expiration date: 11/30/2012 21173un11, manufactured: 02/2012; expiration date: 12/31/2012 further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lots 21173un11 and 14273un11; testing met the acceptance criteria and determined the reagents are performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I, list 2k41-28, lots 14273un11 and 21173un11, were identified.

Event description:
The customer observed false reactive troponin results, for one (B)(6) male patient, while using the architect stat troponin-I assay. The results generated by the customer are as follows: (B)(6) 2012, sid (B)(6), plasma 12.28 ng/ml and serum 6.48 ng/ml; (B)(6) 2012, sid (B)(6), plasma 11.46 ng/ml; (B)(6) 2012, sid n/a, plasma 9.95 ng/ml. After ab heterophilic pretreatment 1.01 the specimens were tested by the troponin centaur method and was negative. No additional patient information was provided. There was no adverse impact to patient management reported.